Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have lung cancer resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.